Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during intraocular lens (iol) implant procedure the lens was not implanted due to of too much pressure in the eye and the lens was did not inject properly. Additional information has been received and it states that the surgery was completed with back up lens and there was no patient harm.